Manufacturer narrative:
Lot numbers were not provided; therefore, a review ofthe mfg records for the devices could not be conducted. Attempts to acquire info required for this form were made by gore.

Event description:
At an unk date the pt was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. At an unk time, an aneurysm extended distally which was treated on (B)(6) 2010, with add'l gore tag thoracic endoprosthesis using a 22 fr gore introducer sheath. After the tag devices were deployed it was noticed that there was a dissection of the right external iliac artery which was surgically repaired. It was reported that the iliac artery measured 7.0 mm. The pt tolerated the procedure.